Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter lh 500 hematology analyzer had a fluid leak at the solenoid (lv) 42. The customer was wearing personal protective equipment (ppe) consisting of lab coat, eye protection and gloves at the time of the event. No injuries occurred, no exposure was reported and medical attention was not sought.

Manufacturer narrative:
The customer replaced the tubing causing the leak which resolved the leaking issue but customer was experiencing temperature errors stemming from the peltier module. A field service engineer (fse) was dispatched on-site (B)(4) 2011 and observed that the fluid that leaked had showered the peltier module and there were multiple temperature errors because the peltier module was wet. Fse cleaned and dried the peltier module. This resolved the temperature errors issue. The root cause for this event was a split tubing connected to the solenoid (lv) 42. (B)(4).